Event description:
It was reported that there were pixels missing on the display of the external pulse generator (epg). The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the upper case was damaged, one side bail cover, one side bail and ring bail were missing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.